Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred, a second proglide was used with the same results. Another proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for analysis. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found blood on the polymer coating and there was no contrast visible which is consistent with the guide wire being used in the patient as reported. Analysis confirmed the reported guide wire separation as the core had separated 26.3 cm distal to the proximal end of the polymer coating. The coils and polymer coating had separated 25.7 cm distal to the proximal end of the polymer coating. The separated portion was returned. The distal tip was in a pigtail shape for a length of 3.1 cm proximal to the tip ball. The intermediate coils were completely stretched out proximal to the center solder for a length of 7.5 cm. The polymer coating covering the intermediate coils had torn and separated into three pieces. Scanning electron microscope (sem) analysis suggested that the core failure may be attributed to ductile overload at a bend. The intermediate coil failure may be attributed to torsional overload. For the wire to fail in this manner the wire would be over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. The noted stretched coils, separated coils, pigtail shaped distal tip, torn and separated polymer are likely the result of the guide wire tip separation. Patient anatomy, lesion morphology, and/or resistance between the products can all be factors. Any attempts to move the wire in a trapped state could have then caused the reported tip separation. It was reported that the separated portion of the guide wire was fully removed from the anatomy. The whisper instructions for use indicates: do not push, auger, withdraw or torque a guide wire that meets resistance. Torque a guide wire if the tip becomes entrapped within the vasculature. Allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. To ensure that guide wire tip separation does not occur as a result of a product quality deficiency, manufacturing performs a non destructive tip pull test on each wire, and performs 100% visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The reported guide wire separation, removal of foreign body, additional therapy/non-surgical treatment, and the noted stretched coils, separated coils, pigtail shaped distal tip, torn and separated polymer appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. A review of the device lot history record did not reveal any non-conformities which could have contributed the reported event. Manufacturing performs a non destructive tip pull test on each wire, and performs 100% visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during the procedure in the anterior tibial artery, a 0.014" whisper guide wire was advanced to the proximal occlusion. The guide wire was supported by a 4 fr catheter and a non-abbott 2mm balloon catheter. The devices were advanced through the occluded segment to the ankle. The guide wire was withdrawn to allow angiography, but the guide wire broke, leaving a fragment partially within the balloon catheter. A guide wire had been placed as a safety wire and the entire catheter and wire fragment were pulled back into the sheath and the sheath was removed from the anatomy. There was no adverse pt effect. Though requested, additional info was not provided.